Event description:
Customer reported compact plus system blood glucose results of 0.8 mmol/l, and 11.8 mmol/l within 10 minutes. Reported a separate, same system comparison of 2.4 mmol/l and 15.4 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.